Manufacturer narrative:
Block d2b: pro code: qrb. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing shocking sensations. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively. The explanted device was not returned.